Event description:
Heparin pump alarmed after two hours of treatment time. Heparin syringe empty. Pt was supposed to get 8000 units of heparin and she received 15000 units of heparin. No injury to pt.